Event description:
Reporter indicated that a programming system serial adapter cable was not working. The cable has been received and is awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.